Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, it was reported that the patient had a blood glucose reading of 664mg/dl when he came into the hospital on (B)(6) 2017. The patient reported nausea, abdominal pain, large ketones, emesis, and extreme drowsiness. The patient was treated with IV fluids, infusion, an infusion site change, and insulin via injection. During trouble shooting with customer technical support, it was noted that the patient suspended the pump on (B)(6) 2017 at 11:22 pm. However, the history showed that the pump was resumed on (B)(6) 2007 (default date). The prime history showed that the patient primed the pump on (B)(6) 2017 at noon but the issue was not recorded in the suspend history. The nurse practitioner stated that the battery was never removed from the pump during that time, and the patient stated that the pump does not have a time/date issue. This complaint is being reported because the patient experienced hyperglycemia and the pump could not be ruled out as a contributing factor.